Event description:
(B)(4) study. Same case as 2134265-2013-01247; 2134265-2013-01927; 2134265-2013-01926. It was reported that post a stenting treatment procedure myocardial infarction and stent thrombosis occured. Lesion 1 was located in the mid left anterior descending (lad) artery with 99% stenosis and was 8 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.0 x 16 mm promus element plus stent with 0% residual stenosis. Lesion 2 was located in the distal left anterior descending artery with 90% stenosis and was 4 mm long with a reference vessel diameter of 2.1 mm. The physician treated the lesion with direct stent placement using a 2.25 x 20 mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was diagnosed with a myocardial infarction and stent thrombosis and was hospitalized on the same day. Cardiac catheterization was recommended. The 70% in-stent thrombosis in the middle segment of the lad was treated with thrombectomy. There was evidence of severe residual stenosis just proximal to the previously placed stent which was treated with a 2.5 x 16 mm promus element des stent with excellent angiographic results. Also, the severe 70% stenosis in the proximal lad at the site of previous unknown coronary stent was treated with 3.0 x 12 mm promus elment des stent. The patient was discharged, on aspirin, clopidogrel and prasugrel. The patient was discharged. In (B)(6) 2013, the patient was diagnosed with myocardial infarction and stent thrombosis and cardiac catheterization was recommended. The proximal in-stent thrombotic occlusion of the 3.0 x 12 mm promus element stent in the proximal segment of lad was treated with multiple balloon angioplasties and thrombectomy with good results. Also, the more distal of the two series of lad stents (involving the index procedure study stents and the 2.5 x 16 mm promus element stent placed during the previous tvr were post-dilated with good angiographic results. The event was considered resolved.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that both target lesions treated in the index procedure in (B)(6) 2013, were in-stent restenosis of previously placed unknown drug eluting stents in the mid and distal left anterior descending artery (lad). It was also further reported that during the post index procedure 20 days later, the patient presented to the emergency room (ER) with a st-segment elevation myocardial infarction (stemi) alert which was called by emergency medical services (ems) and was referred for emergency cardiac catheterization. It was noted the patient had not been complaint with their medication including aspirin and clopidogrel. An electrocardiogram (ECG) was performed which revealed an st elevation myocardial infarction (mi) in the anterior (septal) and lateral.

Manufacturer narrative:
(B)(4).